Event description:
It was reported that the left and right ventricular leads were oversensing and that there were non-sustained tachycardia episodes noted. It was also reported that they were able to reproduce the noise by reaching the left arm across the right leg. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 7 - ventricular nst<=200 ms between (B)(6)-2011 12:38:08 and (B)(6)-2011 17:33:49.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. There were 2 non-sustained tachycardia (nst) episodes of less than 220 ms ventricular to ventricular cycle are recorded on 12 oct and 07 nov 2013. 555 of 2021 lifetime ventricular-sic occur since 11 mar 2013. Lead integrity alert (lia) triggered on 19 nov 2013 due to meeting the conditions for nst and ventricular-sic. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.